Event description:
On (B)(6) 2014, the reporter contacted animas alleging a prime issue. The reporter stated that the pump had experienced a loss of prime warning with two different battery caps during the load step. The reporter stated that the cartridge cap had been secured and when the loss of prime warnings occurred, the cartridge cap became loose. Reportedly, there was no visible damage to the battery cap or cartridge compartment or the cartridge compartment threads. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.